Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The strap was an original component of the device and had never been replaced. Therefore, it had been in use for over three years. According to the maxi sky 2 instruction for use (001-15698-en), ¿arjo recommends changing the strap as per following, whichever comes first and depending on the model: woven nylon strap - two years or every 5,000 cycles (...) By continuing to use the lift without changing a damaged strap, the safety of the caregiver or patient is greatly compromised.¿ it is unlikely that the strap rupture was caused solely by exceeding its expected lifetime. The strap is made of nylon, which may degrade when exposed to non-authorized disinfectants. In the analyzed case, the strap was cleaned using virkon disinfectant. The active ingredients in this product (potassium monopersulfate and sodium chloride) are not in the list of authorized cleaning agents as specified in the IFU. It could not be stated with certainty that these chemicals degraded the nylon straps since they have not need specifically tested. However, it is a plausible hypothesis, considering that nylon threads are sensitive to cleaning agents. Based on the above the root cause could not be confirmed. The ceiling lift was not used by the patient when the strap failure occurred. The device did not meet the specification as the strap broke. The complaint was deemed reportable due to the tearing of the stitched seam, which resulted in the opening of the strap loop located at the end of the strap.

Event description:
The maxi sky 2 lifting strap broke during a load test while lifting 272 kg. The failure was caused by the tearing of the stitched seam, which resulted in the opening of the strap loop located at the end of the strap. No patient was involved. No injury occurred.